Event description:
Per the independent repair center, the customer alleged problem is alarming/red light & alarm will not function.

Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.